Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 200 mg/dl. Insulin had squirted from the infusion set tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to loose/protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.